Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during drain 1 of 4. The technical service representative (tsr) assisted the home patient (hp) as the hp disconnected in dwell 1 and the drain must have started before she reconnected, because shortly after, the hc started alarming. The tsr explained proper disconnection procedures and had the hp cycle power twice to clear the alarms. The tsr then explained that the hp would need to start over with new supplies and advised the hp to call the nurse (rn) in the next 24 hours to let her know what happened. The hp understood the explanations and the tsr reviewed proper procedures per the user manual with the patient. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.